Event description:
Information received indicates the device was removed after 45 months service life due to pannus overgrowth. No report of additional patient complication received following product retrieval and replacement.